Event description:
Additional information received indicated x-ray imaging was performed and revealed no anomalies. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and pacing impedance was observed on the left ventricular (lv) lead. The event was resolved by reprogramming the device. The patient was in stable condition.